Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge with 180 units of insulin, leaving 148 units usable after tubing fill. Cts advised removing the pump from its case and cleaning the pneumatic tap area with an alcohol wipe or lint-free cloth. There was no reported impact on the customer's blood glucose level. Caller felt overwhelmed and decided to finish the process the following day, opting to rely on mdi in the meantime.